Manufacturer narrative:
The customer reported that the power cord was replaced, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a broken power cord. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a broken power cord. A replacement power cord was shipped to the customer.